Manufacturer narrative:
Additional information: the device has been return to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4); please reference 2032546-2020-00089 for device# 1.

Event description:
It was reported that following a right eye cataract procedure, the trocar of two (2) devices broke (sheared off) during two (2) attempts to implant the stents from a trabecular micro bypass stent system. Reportedly, only one (1) stent was implanted, and the remnants were successfully removed intraoperatively from the patient¿s eye. There was no patient injury. Additional information has been requested. This report references device two (2) of two (2).

Manufacturer narrative:
Device 2: evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. This finding may have occurred due to the condition in which the device was returned for evaluation. Further evaluation found the injector¿s splayed trocar broken beyond the splay, approximately in line with the end of the insertion tube. The broken tip of the trocar was not returned. Under high magnification, the trocar was found to have sheared. Ordinarily, a fractured trocar would bend-to-break at the splay, resulting in a rough fracture surface. In this case, the trocar sheared just beyond the splay, as if it had been cut. The evidence suggests that the failure of this device is inconsistent with the failure mode typically seen by a broken trocar. The root cause of the broken trocar is inconclusive. Supported by the manufacturing procedure, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly. If any of the frontal components were bent or broken, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. A review of x-ray images for specified lot#, revealed that accepted device injector contained splayed trocars that have met the required specifications. There were no other non-conformances found to be related the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the evidence indicates a failure mechanism that is inconsistent with the reported issue. MFR# reference: (B)(4).